Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was no backflow of blood observed with the involved angio-seal device. The following information was provided by the user facility: when the assembly (lot: 5779844) was inserted into the artery, the backflow of blood was not observed; the device was successfully removed from the patient; the angio seal was replaced with a new device (lot: 5758885); the replaced assembly was inserted into the artery, but the same occurred; backflow was not observed; the device was successfully removed from the patient; manual compression was applied to achieve hemostasis; the puncture site was distal to the inguinal ligament of the left common femoral artery; the size of the sheath ancillary used was 8 fr.; the vessel diameter was 4.3 mm.; the physician had not completed the training process on the device prior to this case; there was no health damage to the patient; and the reported blood loss was less than 250 cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. From the description provided there are several causes for why adequate blood flow was not observed. This may have been caused by incorrect assembly of the arteriotomy locator and hemostatic sheath, the physician not actually inserting the arteriotomy locator into the artery, or an occlusion being present within the arteriotomy locator. Since the failure was observed with two devices and no anomalies were noted during the DHR review, human factors likely contributed to the event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.